Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The reported event was confirmed. A visual inspection was performed, and it was observed the inflation line tubing is collapsed inside the lumen of the tube. An inflation/deflation test was performed, air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuffed check, prior to use, the air went into the cuff slowly, upon checking the reproducibility, the spring part of the pilot balloon was stiff and resistance was felt, and it was difficult for the air to go in. Customer reported that there was no patient involvement.